Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced loss of consciousness and hyperglycemia and an ambulance was called by the patient´s wife. It was reported that the cgm reading was 19.3 mmol/l when the patient lost consciousness and that the cgm device alerted the patient of the hyperglycemic event. At the hospital, a fingerstick was taken and the cgm was reading 21.0 mmol/l and the blood glucose reading was 19.3 mmol/l. It was not known if any treatment was given before the fingerstick was taken but at the hospital the patient was treated with insulin injections and was discharged after spending 6 hours in the hospital and was stable at that moment. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. At the hospital, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.